Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as 01oct2024, since the lvad implant occurred between january 2014 to october 2024. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: bashir h, et al. J. Clin. Med. Journal of the society for cardiovascular angiography & interventions, article in press. Https://doi.org/10.1016/j.jscai.2025.103662. The christ hospital heart and vascular institute and the lindner center for research and education, cincinnati, ohio, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article titled ¿transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience?¿ identifying that heartmate 3 (hm3) may be related to aortic insufficiency/regurgitation. This observational study included 348 lvad patients implanted from january 2014 to october 2024. Of those 348, 7(2%) patients received a transcatheter aortic valve replacement (tavr) for significant aortic regurgitation (ar) and were included 5 with hm3 (patients 2 to 6). All patients were discharged alive; however, 2 patients died within 3 months after the procedure, and 1 was readmitted for acute heart failure. These patients were not identified in the study.